Event description:
It was reported to boston scientific corporation that a wallflex¿ colonic stent was used during a colon stent deployment procedure performed on (B)(6) 2015. According to the complainant, during the colon stent deployment procedure, the stricture site in the transverse colon was observed endoscopically. The jagwire was advanced to the lesion and the wallflex¿ colonic stent was then introduced to the target site via the jagwire. However, the delivery catheter could not be pulled due to severe resistance while attempting to release the stent. The metallic portion of the proximal handle broke into two. As a result, the handle could not be pulled any further. The stent was reconstrained on the delivery system and the device was removed from the endoscope. Another of the same wallflex¿ colonic stent was released without resistance and was deployed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Evaluation findings of stent partially deployed. A wallflex¿ colonic stent was received for analysis with the stent partially deployed by 25mm. The dark blue outer sheath was severely accordioned immediately distal to the distal handle. The stainless steel shaft was severely kinked in its center. It was also noted that the shaft was broken 25mm distal to the proximal handle. This type of damage is consistent with excessive force being applied to the delivery system. The broken and severely kinked handle prevented the stent from being deployed fully during the product analysis. Approximately 95mm of the stent was deployed during the product analysis. The catheter was dissected at the proximal end of the clear outer sheath and the stent and the inner were withdrawn. The proximal end of the inner was withdrawn from the outer sheath and no issues were noted with its profile. The blue section of the outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had partially peeled away from the inside of the outer sheath. There were no issues noted with the profile of the stent, stent holder and inner. No other issues were identified during the product analysis. It was specified in the event description that the physician encountered resistance during the attempt at deployment. Device analysis determined that the condition of the returned device was consistent with the complaint incident. Taking into consideration the evaluation conducted at the complaint investigation site and the details of the complaint, this investigation is assigned the most probable root cause classification of operational context. A complaint with a most probable root cause of operational context, indicates that the complaint is associated with a product that meets the design and manufacturing specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.